Event description:
This lead was explanted on (B)(6) 2011 due to high impedances. The procedure took place at (B)(6) clinic with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).